Event description:
Customer reported that erroneous methadone results were generated by the synchron lx20 clinical system. The result was reported as "positive." The results were reported out of the laboratory. The customer obtained a new sample and ran the test. The results was "negative" as expected. The original sample was retested on another system and the results matched the retest. It is not known if there were any changes to the pts' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The customer performed a retest of the sample as directed by the customer service contact. The retest results were as expected. No system eval was performed. Accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4) 2010 for add'l reportable events.